Event description:
It was reported that the customer was hospitalized for high blood sugar levels. The nurse stated that the customer is currently on manual injections and the customer will call back to troubleshoot. Moments later, the customer called back. Troubleshooting was done and the pump passed. It was indicated that the customer had pulled out the set and there was blood at the site.